Event description:
The suture split at the swage area. This was noted prior to use. The clinician used the other end of the suture of the double armed device to complete the case. There was no adverse patient outcome reported.